Event description:
It was reported that "during a laparoscopic cholecystectomy the surgeon noticed that there was arcing from the cannula. There was no pt injury or involvement. The course of the procedure was not altered.